Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. After clipping a lesion, the doctor wanted to finish the hemostasis by using hemospray. When they wanted to use it after following the instructions, the device did not work (no gas or [nor] manipulation error) [unable to spray]. It was impossible to complete the medical gesture [procedure]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding section d2- suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5 den170015. Continued from section h6 event and problem and evaluation codes: conclusion code- 4315 cause not established. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The first catheter had powder in the proximal end of the tubing. The second catheter appears unused. The catheters were tested with an unused device. The first catheter was occluded and did not allow for the deployment of spray. The second catheter was not occluded and "functioned" as intended. The device was returned with the on/off switch in the "off" position and the red activation knob was disengaged in the handle for deactivation of the carbon dioxide cartridge. When tested as returned the device did not spray. The red activation handle was removed and no carbon dioxide cartridge was present. The lance position was measured using a specific tool and found to be positioned correctly. A visual examination of the o ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device sprayed but did not stop spraying immediately after releasing the button. The spray would have weak flow for approximately one (1) second and hissing was audible near the on/off valve. The device was disassembled and the tubes were disconnected for removal of the powder. No clumps or discolored chunks of powder were observed. A visual of the cannula and hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and powder was observed on the internal o-rings and spring. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A clog in the catheter can subsequently cause an internal clog. Although we cannot reproduce the actual use conditions and definitively state a cause, it is a possibility that the clogged catheter resulted in the internal clog. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the IFU states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Information regarding suspect medical device: common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion...precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel...note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. After clipping a lesion, the doctor wanted to finish the hemostasis by using hemospray. When they wanted to use it after following the instructions, the device did not work (no gas or [nor] manipulation error) [unable to spray]. It was impossible to complete the medical gesture [procedure]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.